Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant device(s): 300-01-11, (B)(4) - equinoxe, humeral stem primary, press fit 11mm, 320-01-38, (B)(4)- equinoxe reverse 38mm glenosphere, 320-10-00, (B)(4)- equinoxe reverse tray adapter plate tray +0, 320-15-01, (B)(4)- eq rev glenoid plate, 320-15-05, (B)(4)- eq rev locking screw, 320-20-00, (B)(4)- eq reverse torque defining screw kit, 320-20-26, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-26, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-30, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 30mm, 320-20-34, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 34mm.

Event description:
As reported, approximately 21 months after the initial right tsa, this (B)(6) y/o female patient, was scheduled for a revision due to scapular notching and dislocation. Patient was last known to be in stable condition following the event. The device will not be returned according to facility policy.